Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the cam02 power cord had a short in it. The integra sales rep found the bad cord during an in service has was providing to the intensive care unit staff. There was no pt contact and no injury involved with this complaint.